Event description:
Not a malfunction. Suggested safety feature. Medications delivered by epidural pump and tubing is not intended for IV use. These medications can cause immediate life-threatening arrhythmias if connected to the IV port. Although the tubing appears smaller in diameter the epidural connectors and IV connectors are compatible. Rptr suggests that baxter make the IV and epidural tubing connectors incompatible to create a barrier to wrong work errors. (This pt did not suffer any ill effects from low disc IV bupivicaine).